Manufacturer narrative:
The product has been returned for evaluation, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the needle would not retract into the catheter after flushing. The product was not used in the patient and there was no patient harm reported as a result of this event. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The catheter was held in a straight orientation, with "no slack" during preparation. During prep the cannula/needle and the handle did not actuate smoothly. The device did not kink.

Manufacturer narrative:
During prep, after flushing the outback, the needle would not retract into the catheter. The product was not used in the patient and there was no patient harm reported as a result of this event. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed. The catheter was held in a straight orientation, with "no slack" during preparation. During prep the cannula/needle and the handle did not actuate smoothly. The device did not kink. One non sterile outback was received coiled in two plastic bags. No anomalies were found at naked eye. Pressurized water was applied to the catheter from the hemostatic rotating valve and the guide wire port, water exited through the cannula exit port as expected. The cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was not confirmed with analysis of the returned device. The cause of the failure experienced by the customer could not be determined, but it does not appear to be related to the manufacturing process since no anomalies were observed during the functional test. Although with review of the available clinical information, no root cause can be determined, based on the analysis which found no discrepancy with functional testing; procedural factors appear to have impacted the event. Therefore no corrective action will be taken at this time.